Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: a visual, dimensional and functional inspection were performed. The reported deflation issue and difficult to remove from an introducer sheath/guiding catheter were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the moderately tortuous, moderately calcified femoral artery. The 5.0mm x 80mm x 80cm armada 35 balloon dilation catheter (bdc) was advanced to the target lesion. The balloon was inflated twice to 8 atmospheres. The bdc was difficult to deflate, deflation was held for 30 seconds; radiocontrast medium was not fully retracting from the balloon. Resistance was felt during removal of the device with the guide catheter. A 50 ml syringe was used approximately 20 times over a period of 15 minutes to fully deflate the bdc. The devices were removed independently. The procedure was complete at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.